Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, an echocardiogram revealed mild paravalvular leak (pvl). One day post implant, the patient began to have symptomatic aortic insufficiency. Six days following the valve implant, an echocardiogram revealed severe paravalvular leak (pvl) and a deep valve position was noted. The physician suspected that the valve migrated following implant. Subsequently, a second transcatheter bioprosthetic valve was implanted valve-in-valve reducing the pvl to mild. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported that there was a deep valve implant, so positioning may have played a role in the patient experiencing insufficiency. The cause of the valve migration is unknown, however, since the physician didn't check the valve placement at the index procedure, it is unknown if the valve had been placed deep originally. Per the evolutr IFU, the safety and effectiveness of the evolutr has not been evaluated in patient populations presenting with congenital bicuspid valves.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.